Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 12-april-2024, it was reported that on (B)(6) -2024, the patient experienced frequent multiple occlusions since february, and had high blood glucose (specific value unknown). Patient sometimes took correction bolus via the pump, and sometimes manual injections. He also changed cartridge and infusion set on some occasions. No further information available.